Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. No device evaluation was conducted as the reported problem was resolved over technical support (ts) call. Ts confirmed the reported issue. Ts recommended that in this instance to use the highest reading in the service manual. Ts informed that customer that the barometric chart has been expanded with the latest service manual rev j. No parts were replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reports failed performance verification testing 5 (pvt test 5).there was no patient involvement at the time the issue was discovered.